Event description:
A customer reported a malfunction in their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the malfunction code, and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised they could continue using the pump, with the recommendation to call back if the issue happened again.